Manufacturer narrative:
A getinge field service (fse) was dispatched to evaluate the unit for the reported malfunction. The display problem was resolved by replacing the video cable. Fse performed full functional and safety tests. The unit passed and was returned to customer for clinical use.

Event description:
It was reported that before use, the cs300 intra-aortic balloon pump (iabp) unit is down screen is blanking out. There was no patient involvement.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit is down screen is blanking out. There was no patient involvement.